Event description:
N/a

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Customer states unit is failing safety disk leak test. Fse found that the customer was not using the correct luer cap to perform test. He performed the test with correct luer cap and the test passed. During investigation, found note from end user stating there was a leak in the patient circuit. The catheter was not saved and has been discarded. A pm was performed in conjunction with this investigation and all measurement. Unit passes all functional, safety, and electrical tests to factory specifications. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cs300 intra-aortic balloon pump (iabp) fails safety disk leak test. There was no patient involvement.